Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Visual and functional inspections were conducted. A close inspection was conducted on the returned device and no visual damages were noted. Straps were delivered properly. The device trigger was locked as normal process. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. Device worked as intended. No conclusion.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, straps fell out of the device. The case was completed using another like device. There were no patient consequences reported. No further information is available.